Event description:
It was reported that part of the instrument has broken off. No harm to patient. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The product was returned and lab analysis was performed. Pictures were provided. The reported event was confirmed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. The review of the raw material certificate shows no non conformity or deviation. This device is used for treatment. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.